Event description:
End user is stating that he turned on his machine for the 1 st time in over a month, and was getting suction and air, but no mist through the mouth piece. But today everything is working fine. Tech advise that the cone has to be in the medicine cup to produce the mist.